Event description:
Customer reported the system will not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery charger, generator driver board, and the x-ray regulator board.